Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was implanted to treat a calcified lesion exhibiting 95% stenosis located in the proximal left main. It was reported that following stent placement optical coherence tomography (oct) showed the stent was noted to be under deployed in the proximal region. The stent was dilated further using one nc euphora rx (2.75 x 20mm) ptca balloon catheter. No further complications were reported during the procedure and the pci was successful. The patient was on dapt following the procedure. It was reported that three weeks following the stent implant and ongoing 6 months after, the patient's hands were swollen, had rashes all over, skin dryness, and a funky smell. The patients hair turned curly and started falling out and has not grown back since, however the rashes are now gone. The scalp, groin area and ears were weeping and nails were falling off. The patient had signed a consent form for an experimental stent. It was stated that the patient had been to the dermatologist and doctors and that the patient was sick. It was noted that there was a change in medication to plavix. The patient has not received any medical treatment for the symptoms that they are experiencing. The physician believes that the symptoms the patient is experiencing is not in relation to the resolute onyx stent implanted. Note: the patient had covid vaccine five days prior to the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.